Event description:
It was reported that due to the patient's extremely tortuous obtuse marginal, the device would not cross. It was stated by the physician that the morphology was severe and contributed to the no-cross event. It was also reported that the proximal shaft of the device also separated during the procedure due to the many attempts to cross. The procedure was completed with a second xience v device. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast in the inflation lumen, which is consistent with preparation. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and the outer diameter of the stent implant met manufacturing criteria. The hypotube and jacket were separated at the distal end of the hub. The fracture faces were ovaled and the jacket material was stretched at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this suggests that a product deficiency did not contribute to the reported shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The morphology condition was described as severe, which likely contributed to the failure to cross. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The reported failure to cross and shaft separation appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity.